Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records

Event description:
Consumer reported upon removal two or three tampons unraveled and fell apart. She is unsure if she was able to remove remaining pieces and did not seek medical attention.